Manufacturer narrative:
Additional information: d4: unique identifier number- (B)(4) d9: device available for evaluation: yes- (B)(6) 2022 claim# (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -06.00 diopter, within the same surgery due to the lens tore during delivery into the patients left eye (os). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim #(B)(4).